Event description:
Lvad pump thrombus in setting of therapeutic inr. Thrombus caused significant heart failure to the point of severe right heart failure, cardiogenic shock with multiple organ failure. Pt deceased: patient was taken for surgical pump exchange due to the clot. Patient survived surgery but ultimately was too sick already and deceased from multiple organ failure and right ventricular failure. Explant date was [date redacted] returned within a week to the company. The manufacturer confirmed pump thrombus. The physicians are unclear why this occurred as patient was properly anticoagulated. Rarely have there been other patients with this clinical presentation, but we have seen this before.

Event description:
Lvad pump thrombus in setting of therapeutic inr. Thrombus caused significant heart failure to the point of severe right heart failure, cardiogenic shock with multiple organ failure.

Event description:
Lvad pump thrombus in setting of therapeutic inr. Thrombus caused significant heart failure to the point of severe right heart failure, cardiogenic shock with multiple organ failure.